Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of death and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported death was due to multi-organ failure. A definitive cause for the reported hypotension could not be determined as the clips were confirmed to be stable on the leaflets with no damaged noted. Although a conclusive cause for the reported patient effect of hypotension and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a death. It was reported that the mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two xtr clips (80725u156, 80731u107) were implanted, reducing mr to 2+. The next day on (B)(6) 2018, the patients health started to decline with hypotension noted. Both clips were confirmed to be stable on the leaflets with no damage noted. The patient died on (B)(6) 2018. The physician stated that the cause of death was due to multi-organ failure; however, the relationship between the event and device is unknown. No additional information was provided.